Event description:
Reportable based on additional information received on (B)(4) 2013. It was reported that during stenting treatment procedure. A stain/foreign material was noted on the outside of the (B)(4). A 2.50 x 16 mm promus element plus stent was successfully implanted in an unspecified lesion; however, after the device was implanted the foil pack on the device package was peeled back and it was noticed that there was a pink and purple stain on the back of the inner package. This was noted following successful deployment of the stent. No patient complications were reported and the patient's current condition is okay. However, additional information indicated that the foreign material may have contacted the packaged device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a promus element plus shelf box, foil pouch and inner pouch. There was a reddish stain on the (B)(4) material of the inner pouch, confirming the reported "stain". The stain was approximately 1 inch by ½ inch on the outside of the inner pouch and was also visible on the inside of the inner pouch, though it was not as prominent on the inside. The packaging was sent to the (B)(4) for material composition ((B)(4)) testing. The (B)(4) testing results were inconclusive. There was no evidence of any material or manufacturing deficiencies contributing to the foreign material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).